Event description:
It was reported that a patient underwent a total hip replacement procedure on unknown date and surgical sealant was used. Four to six days following the procedure the patient experienced a wound dehiscenc with an infection. Additional information has been requested.

Manufacturer narrative:
(B)(4). Patient was given oral antibiotics and an ointment for the reaction. She was discharged to home with home nursing care. Now they are using lodasorb for treatment at home.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.